Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the during surgery the surgeon complained that the device would not take a good graft. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. On b)(6) 2017, it was reported that the surgeon complained that the device would not take a good graft. The event occurred during surgery. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was july 30, 2014 where it was reported that the device was sent in for preventative maintenance and the ball detent, damaged head, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet assembly, o-ring, and hand piece assembly were replaced. This is not a related issue. Initial qa inspection of the air dermatome on april 6, 2017 revealed that the calibration was out of specification at the 0 setting only. The motor speed was within specification and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on april 6, 2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.